Event description:
The customer reported pads ECG intermittency during pacing with this device.

Manufacturer narrative:
(B)(4). The customer biomedical engineer evaluated the device and accessories confirmed the symptom, and localized the failure to the therapy cable. There were no ECG strips or event summary available for review. The therapy cable was replaced to resolve the symptom. After passing all testing by the biomed the device was returned to use.